Event description:
During the device evaluation, the duodenovideoscope was observed to exhibit foreign material on the device lightguide lens. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device light guide lens. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.